Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's scs ipg became inoperable after not being charged since (B)(6) of 2015. As a result, the device was explanted and replaced with a different model which resolved the issue.